Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
Complainant reported that the patient was being placed on impella cp for hemodynamic support. During impella placement procedure, the device was successfully delivered to the left ventricle under flouroscopic guidance and support was initiated. Optimal flows were achieved. However, patient was cardioverted 4 times and was eventually converted to a normal sinus rhythm after impella insertion. Hemodynamics stabilized after impella insertion and drips were able to be turned off. Additionally, it was reported that the patient developed gastrointestinal bleeding in the form of blood stools. Two units of packed red blood cells were given this morning. Purge remains free of heparin. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.